Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during the load sequence with multiple cartridges. Customer's blood glucose was 235 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.